Event description:
A patient was undergoing coronary stenting. The target vessel was the slightly calcified and slightly tortuous mid rca with 75% stenosis. The lesion was a de novo. A femoral approach was chosen for the procedure. The guidewire was engaged at the rca. When the 2.5x18mm cypher stent was advanced around the second curve of the medtronic launcher 7f ali guide catheter, the physician encountered resistance. The cypher was nonetheless advanced to the lesion site, where it was noted to have dislodged off the balloon. When the sds was withdrawn from the gc, the stent was not on it, and the physician guessed that the stent remained in the gc. The sds was reintroduced into the gc and the balloon was inflated at 2 top 3 atm to prevent the stent from dropping out the distal end of the gc. The entire system including the gw, was then withdrawn from the patient but the stent was not found in the gc. The physician guessed that the stent flowed toward the peripheral arteries and judged that the unretrieved stent was no problem for the patient. The procedure successfylly completed when another gc was engaged to the vessel, and another cypher was implanted.